Manufacturer narrative:
Product complaint #: (B)(4). Date of event: publication year of 2008. Batch # unk. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: keloid formation after stapled haemorrhoidectomy causing anal stenosis: a rare complication. Author : m.h. Chew, a. Chiow, c.l. Tang. Citation: tech coloproctol (2008) 12:351¿353. Doi 10.1007/s10151-008-0447-1. The authors reported a rare case of a patient who developed anal stenosis due to keloid formation after stapled haemorrhoidectomy (sh). A (B)(6) male patient presented to the department with the complaint of recurrent rectal bleeding of several months duration associated with prolapse of the haemorrhoidal cushions. The patient did not respond to conservative management and underwent elective sh. A pph-03 circular stapler (ethicon) with a circular anal dilator was used. Reported complications included anal stenosis and keloid formation. In conclusion, it is important to identify patients at risk of keloid formation and to provide counselling as to alternative haemorrhoidectomy options.